Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. On the same day as the onset, the patient was hospitalized for the peritonitis event. The patient began treatment with injection ceftazidime (500 milligram, frequency and route not reported) and amikacin (125 mg, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.